Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav. At the beginning of the case, there was no problem with the catheter¿ s irrigation pole. They noticed that fluid with heparin flow stopped at the middle of the case. Flushing did not solve the problem. When the catheter was replaced with a new one, the issue resolved. There was no patient consequence.

Manufacturer narrative:
Additional information was received on 29-jan-2026. It was reported that the device was not used in the patient. As such, this event is no longer considered MDR reportable. Therefore, h 6. Medical device problem code was updated to complete blockage (a140901). It was also reported that no pump was used for irrigation as a pressure cuff was used for the irrigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).